Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation could not be confirmed. The scope was visually inspected and an olympus brush was used to inspect for any blockages, debris or restrictions and nothing was identified. The device was also inspected internally using a thin videoscope and no brush debris was identified. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus, the channel system on the evis lucera gastrointestinal videoscope was observed to be restricted during a diagnostic gastroscopy procedure. The facility had determined the scope had been used while a brush was stuck inside of it. Prior to the procedure, the scope had gone through a high-level disinfection process and had gone through machine twice. The brush was discovered after the procedure had been completed. There was no delay in the procedure. The customer is planning on reporting the event to the governing regulatory body. There were no reports of harm to the patient, including infection, as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported issue could not be determined from the following reasons. - the user inspected the device before use. - nonconformity to cause a part of brush to be caught in the biopsy channel was not found as a result of the device inspection. Olympus will continue to monitor the field performance of this device.